Event description:
The customer reported that the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer decided to order replacement parts. No conclusion can be drawn as conclusive repair information is not available.